Event description:
It was reported that the patient presented to the hospital for a dual chamber pacemaker implantation. After fixation and during the final measurement test, there was high pacing impedance noted on the right ventricular (rv) lead. Rv lead dislodgement was confirmed via fluoroscopy. When attempting to reposition, the helix was unable to be extended. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.